Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Device code (B)(4): failure to follow steps / instructions.

Event description:
This is being filed to report the gripper line break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve and the leaflets grasped. The cds was noted to be curved greater than 90 degrees. During grasping, it was noted the gripper line broke. The clip was not implanted and the cds removed. Another clip was implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the returned device confirmed the gripper line break as broken gripper line was noted during return device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. All available information was investigated and a conclusive for break in this incident could not be determined. It should be noted the mitraclip instructions for use states: rotate the dc handle to align the clip arms perpendicular to the line of coaptation. Do not rotate the clip more than 90 degrees in each direction. The failure to follow the steps does not indicate to have influenced in the reported break. There is no indication of a product issue with respect to manufacture, design, or labeling.